Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2017-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during testing, the meter remote was powered on and immediately emitted an error 1 with sub code 7. The meter remote could not be paired with a pump to complete investigation, and the error could not be cleared.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter called and alleged that an error 1 message occurred and could not be cleared. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.